Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "Blender does not alarm".

Manufacturer narrative:
The following info concerning the device is a summary of the info documented by the carefusion tech support specialist. The carefusion technical support specialist in conjunction with the user facility rep identified the lack of preventative maintenance as the most likely root cause in this alleged event. As reported by the user facility rep, the device has exceeded the recommended two year preventative maintenance interval. Per the service manual, carefusion recommends that a complete preventative maintenance be performed at least every two years to ensure the device continues to meet its performance spec. The carefusion tech support specialist advised the user facility rep to send the device to the carefusion factory service department for a complete preventative maintenance. Due to budget constrains the user facility declined the recommended preventative maintenance and reported they will purchase a new device. As the reported event was caused by the lack of preventative maintenance, carefusion considers this to be an isolated incident.